Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform any tests due to the blank display. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer accidentally going into the ocean while connected to insulin pump. Customer reported that as a result, all display screen went blank. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.